Manufacturer narrative:
H10 h6 the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Since the reported two-hour delay did not result in harm to the patient or other complications, no further clinical/medical assessment is warranted at this time. No product information was provided and thus a manufacturing record review, complaint history review, instructions for use review, and risk management review could not be conducted. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the wand stopped working. They finished the procedure without using the probe (super turbovac 90) as there was no s&n backup device available. There was a delay of 2 hours. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.